Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that : on (B)(6) 2007 the patient underwent surgery. Preoperative diagnosis: lumbar radiculopathy with discogenic pain. The patient underwent following procedures : 1) posterior lumbar fusion l3-s1; 2) posterior lumbar instrumentation l3-s1 using spine-tech st360 pedicle screws; 3) posterior lumbar laminectomy with partial facetectomy, foraminotomy l3-4; 4) removal of posterior segmental lumbar hardware; 5) exploration of prior spinal fusion; 6) percutaneous bone marrow aspiration bilateral iliac crests with harvesting and transplanting for stem cells with vitoss cancellous bone substitute; 7) intraoperative fluoroscopy; 8) intraoperative ssep and emg monitoring. Local autograft was packed in the lateral gutters between l3 and s1 for the fusion. Placed quarter inch rods with connectors and a cross connecting plate between the l3 and s1 hardware. Connected all implants together. No complications reported during fluoroscopy , ssep and emg monitoring. On (B)(6) 2007: the patient went for an office visit for follow up due to right hip bursa pain. On (B)(6) 2007: the patient went for an office visit. Per the medical records: impression: 1) lumbar radiculopathy with discogenic pain. 2) loose hardware on (B)(6) 2007 the patient underwent surgery. Preoperative diagnosis: lumbar radiculopathy with discogenic pain and loose hardware. The patient underwent following procedures : 1. Lateral lumbar fusion l3-l4; 2. Lateral lumbar plate fixation using protus plate; 3. 18x29 titanium threaded cage; 4. Exploration of prior spinal fusion; 5. Removal of prior anterior cage; 6. Rhbmp-2/acs bone morphogenic protein; 7. Percutaneous bone marrow aspiration left iliac crest with harvesting and transplanting for stem cells with bone graft cancellous bone substitute; 8. Intraoperative fluoroscopy; 9. Intraoperative ssep and emg monitoring. Perop notes, dilated through the psoas muscle, placing a retractor in place. We were able to identify the l3-l4 disk space using intraoperative fluoroscopy. Exposed the disk space and discovered the l3-l4 peek cage. It was in fact prominent laterally. It was loose. Retrieved the cage and remove it. Explored the fusion bed. There was not any bone fusion as of this time. The sponges within the cage were retrieved. They were starting to firm up. At this point, no bone as of yet was identified. Used curettes and rasps to freshen up the endplates. Elected at this point that she would do better with a threaded stronger cage. She had 2 threaded cages at levels from before and had done well with that. Decided to upsize from the 14 mm cage to an 18 mm cage. It was an 18 x 29 mm cage. We prepared the endplates by reaming. We threaded the cage in place. We filled the cage with bone morphogenic protein soaked sponges. Percutaneous bone marrow aspiration was performed of the left iliac crest. Aspirated bone marrow which was harvested and transplanted for stem cells with mastergraft cancellous bone substitute. This was packed around the cage of l3-l4 for fusion. Then a protus lateral plate was placed over the spine and fixed. Intraoperative ssep and emg monitoring was performed on ali 4 extremities for over 3 hours without complications. On (B)(6) 2007 the patient was presented with following diagnosis : 1) hyperkalemia; 2) angioedema; 3) intractable back pain; 4) lumbar radiculopathy; 5) chronic anemia. The patient was facing constant back severe pain. She was discharged on (B)(6) 2007 with clinically improved and medically stable condition. On (B)(6) 2007: the patient went for an office visit due to discogenic pain and right hip complaints. On (B)(6) 2007: the patient went for aftercare follow surgery injury <(>&<)> trauma. On (B)(6) 2008: the patient went for an office visit due to discogenic pan. On (B)(6) 2008 the patient was presented with shortness of the breath with cough with fatigue for office visit. The patient underwent cat scan, doppler test and xray of chest. No complications were reported. On (B)(6) 2008 the patient underwent insertion of right femoral quinton catheter for which he was admitted on (B)(6) 2008 and discharged on (B)(6) 2008 in medically stable condition. The patient underwent xrays of the chest which revealed atelectasis seen within the right lower lobe. On (B)(6) 2008: the patient went for an office visit due to right hip bursa pain. Per the medical records. Impression: 1) lumbar radiculopathy with disco genic pain. 2) right hip bursitis on (B)(6) 2008: the patient went for an office visit due to discogenic pain. Per the medical records. Impression: I) lumbar radiculopathy. 2) lumbar disco genic pain. On (B)(6) 2009: the patient underwent MRI of the lumbar spine without and with contrast impressions: l2-3 with mild posterior annular disc bulge and associated facet arthropathy with ligamentum flavum thickening. Resultant borderline central canal narrowing. Clumped appearance of the descending nerve roots, which are posteriorly located within the thecal sac. This finding can be seen in the setting of postoperative change as well as arachnoiditis. 2) anatomic alignment of the l3-4, l4-5 and l5-s1 posterior fusion and laminectomy.3) l3-4 with minimal posterior annular recurrent disc bulge and no significant central canal narrowing.4) l4-5 with mild posterior annular disc bulge abutting the descending l5 nerve roots, without narrowing the central canal.5) l5-s1 with minimal presumed recurrent posterior annular disc bulge, without central canal narrowing. Mild right foraminal narrowing. On (B)(6) 2009: the patient went for an office visit due to discogenic pain. On (B)(6) 2009: the patient went for an office visit due to disco genic pain. Per the medical records: lumbar radiculopathy with discogenic pain.